Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.